Event description:
The manufacturer received information alleging a ventilator service required error related to sensor mismatch. There was no harm or injury reported. The manufacturer's investigation is still ongoing. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required error related to sensor mismatch. There was no harm or injury reported. The device was returned to the third-party service center for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was replaced to address the issue.